Manufacturer narrative:
A general reagent problem could be ruled out as the provided calibration and qc data was acceptable. Based on the outcome of a precision check, the mixing was found to be insufficient. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable iron2 iron gen.2 result for one patient sample from the cobas 4000 c311 analyzer. The initial result was 800 ug/dl. The repeat results were 35 ug/dl, 35 ug/dl, and 77 ug/dl. The primary sample tube was tested in another laboratory and the result was 35 ug/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 463917 with an expiration date of 28-feb-2021.

Manufacturer narrative:
The field service engineer exchanged the cuvettes, cleaned the incubator bath and photometer path, and checked the ultrasonic mixers and rinse unit. A precision check was performed and was acceptable. The investigation determined the service actions resolved the issue.